Event description:
Caller alleged discrepant results with inratio versus lab. Results are as follows: date: 2009 inratio: 1) 6.1, lab: 8.8. 2) 6.3, 8.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009. Inratio: 1) 6.1, lab: 8.8, mean: 7.45, confidence limits: unable to determine. 2) 6.3, 8.8, 7.55, unable to determine. The mean of the inratio meter and comparative system inr were calculated. Both value are above 5.0 and not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing beyond this investigation is required at this time. Inratio precision data provided by end-user lot: see scanned table. The 2.3% cv is less than 20%. Inratio meter results pass the criteria for precision. No further testing is required at this time. As of today, no product is expected to return. No further investigation will be required. End-user reported accuracy/precision discrepant test result. Both inratio and lab values are not considered inaccurate. No strip information provided. In-house accuracy testing could not be performed. Precision cv% calculated. Result met acceptance criteria. No corrective action is required as no product deficiency was established.